Event description:
It was reported that during service evaluation, metal shavings were observed in collet and collet kerf. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during service evaluation, metal shavings were observed in collet and collet kerf. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.